Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had high blood glucose levels all day and that she vomited in the morning. She stated that she received the button error during a bolus attempt. Advised replacement of the insulin pump. Nothing further reported.